Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Event description:
Caller states that the following results were allegedly obtained on a patient, with two inform meters, within 10 minutes: 404 mg/dl (inform system 1) and 175 mg/dl (inform system 2). Caller states that the same strip vial was used for both readings. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.